Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported air in line was identified. The device was not returned to hospira for testing and investigation, therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in line. The plumset was primed with 5% dextrose in water and connected to the pt's peripherally inserted central catheter (PICC) after an unspecified length of time, it was reported that the male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the plumset to deliver an unspecified volume of intravenous immunoglobulin (ivig) at an unspecified rate, via a plum pump. At this time, it was reported that the nurse backprimed solution from the plumset into the secondary tubing set, inserted the piercing pin of the secondary tubing set into vial of ivig, opened the blue air valve, and the ivig delivery was started. One hr after the delivery was started, the customer contact reported that an unspecified number of air bubbles were noted in the tubing distal to the cassette of the plumset. The customer contact indicated that the nurse was present and stopped the delivery. No air was delivered to the pt. At this time, it was reported that the nurse disconnected the plumset from the pt and flushed the line with 5% dextrose in water to remove the air from the plumset. It was reported that the plumset remained in clinical use and the ivig therapy was resumed. The customer contact reported that the amount of bubbles increased with an increased viscosity and also with an increased rate of delivery. During visual examination at the user facility, the customer contact reported that it appeared that the connection where the flow regulator attaches to the cassette is letting air into the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.